Event description:
It was reported that there was unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2009; 4193-78 implantable pacing lead (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 78% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.